Event description:
Event description cpi received information that the patient experienced several inappropriate episodes. During an invasive procedure, it was noted that one of the setscrews on the implantable cardioverter defibrillator (ICD) was lodged in the 'up' position and when dislodged it did not move freely. The ICD was removed. The lead remains implanted.